Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received samples for investigation. The 4 returned samples were visually inspected, and no issues were identified. Functional tests were performed on 4 samples, all of which were within specification limits. Additionally, 100 retained samples were visually inspected with no visible defects. Functional tests were also performed on 10 retained samples, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.